Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator was inoperative. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.